Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized for 7 days and then subsequently discharged. At the time of report, antibiotic treatment was discontinued and the patient was recovered from the peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause of peritonitis was not reported. The patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, once daily) and meropenem injection (1gm, once daily) for peritonitis. Patient outcome and action taken with pd therapy were not reported. No additional information is available.